Manufacturer narrative:
The device was evaluated. A service engineer (se) evaluated the device. The reported event could not be reproduced. The pump was free of all internal cabling (the cabling internal to the device was not interfering with the rotation of the pump) and always activated when requested. It was preventively replaced with a new pump. Subsequently, all testing was completed successfully.

Event description:
Device user (du) reported that they were 20 minute into perfusion and recirculation pump had not been triggered on, though the level in the recirculation pump sensor was above the mark that should trigger the pump. Confirmed that sensor tubing was wetted and correctly installed. Recommended removing and rewetting sensor with no success. Gui screen did read "1" under ascites, though du couldn't hear recirculation pump sound like it was attempting to work. Received video from du showing that she would open recirculation pump door, the pump would spin, but upon closing the door the pump would stop spinning. Additional troubleshooting was completed which resolved the issue and this pulled perfusate from the liver bowl to the soft shell reservoir as it should.